Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 12.0 x 20, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during first inflation the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.